Manufacturer narrative:
Additional information in b5.

Event description:
It was reported that during an acl procedure, the healicoil anchor broke, despite pre-cutting the thread. The broken pieces were removed from the patient and the procedure was finished with s&n backup device with no significant delay. No additional bone holes were required and no further complications to patient were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material confirmed a material certificate of analysis is required. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl procedure, the anchor of the healicoil broke, despite pre-cutting the thread. Instruments inside patient. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications to patient were reported.